Manufacturer narrative:
Device monitored for several days. Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device primed properly. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirting during priming. Customer's blood glucose level was unknown. Customer also stated that the insulin pump was slower and louder during rewind. It was also reported that the sometimes need to press buttons of insulin pump twice and had unexplained no delivery alerts not due to site issues. Customer declined to trouble shoot the issue. The device will be returned for analysis.